Event description:
A review of service data has detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was intermittent contact pins on the j1002aa and j1003aa connectors on the defibrillation pca board. The root cause of the intermittent contact cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any problems.